Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe disease progression and severe calcification. It was reported that there was a slight type 1 endoleak at the end of the procedure. The physician believes the type I endoleak will resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results and conclusion: endoleak. Severe disease progression and severe calcification.